Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 05/26/2017 with the following findings: the complaint could not be duplicated. Review of the pump¿s black box revealed a rebooting event after an unrelated call-service alarm. The pump powered on to a blank display screen. No audio alerts were observed. The audio alert piezo speaker contacts were misaligned; realignment returned audio alert function to specification. The display screen was found to have been shattered. The screen was replaced with a test display, which functioned per specification. The pump alarmed for an unrelated 069 call service alarm. A flash chip electrical component failure was detected. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.